Manufacturer narrative:
No pt injury nor medical intervention was reported. Further investigation regarding which device involved in the incident and investigation concerning the event problem will be conducted by the manufacturer.